Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, an occlusion alarm occurred. Troubleshooting was performed with tandem technical support and it was determined the issue was located within the infusion set site. However, the customer declined to check the infusion set site. Lastly, it was reported the battery was not holding charge. The customer continued to use the pump or insulin therapy. Customer¿s blood glucose was 401 mg/dl.